Event description:
A female pt contacted lifecor customer support to report that she was getting several "adjust belt" messages. She reports that the messages started suddenly yesterday. She reports the vest fits snug and all of the electrodes are touching her skin. A review of the pt's downloaded data shows a substantial increase in electrode falloff. The pt's electrode belt was replaced.

Manufacturer narrative:
Evaluation: device eval of electrode belt has been completed. The reported problem was confirmed. The cause of the "adjust belt" message was a defective (leaky) c2 capacitor on the distribution node pca that resulted in the loss of the - 5 volt supply ECG nodes a and b. The root cause of the defective capacitor cannot be positively identified. This is the first occurrence of a defective c2 capacitor in the distribution node. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.